Manufacturer narrative:
Sample was reported to be discarded but a lot history review will be performed.

Event description:
The event occurred on an unspecified date and involved a tego® connector where the customer reported that they experienced reduced flows and dropping pressures on the permcath during dialysis procedure. The customer stated that they changed the tego caps, and it would work for that session but that they incurred the same problem the next session, the customer experienced multiple episodes with the tego caps. The customer did not know how long the device was used. There was patient involvement and delay in therapy but there was no harm as a result of the reported event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of no flow is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed and the lot number was found to fall under the scope of ongoing known issue. Corrective actions are in process. Corrected information can be found in d10 - concomitant products, e4 - initial report sent to FDA and g2 - report source.